Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a patient notifier alert. Upon interrogation, the device found to be in backup vvi mode. The cause of bvvi was due to patient being too far away from the home monitor during the transmission. The device was successfully reprogrammed to its original settings. The patient was in stable condition.